Event description:
Donor underwent plasmapheresis on autopheresis-c. Procedure lasted 43 minutes. Total of 1,971 ml of blood was processed (acd ratio 6%, total acd volume 129 ml) resulting in 600 ml of plasma collected. Procedure held no remarkable events, in particular, no signs/symptoms of coughing, pain, breathing problems/apnea. After completion of procedure, and removal of IV-line, but while still sitting in donor chair, donor developed retches, collapsed, and lost consciousness. Reporting physician diagnosed cardiac arrest and apnea, and within no more than 15 seconds initiated CPR. Donor recovered rapidly, started to breath spontaneously and regained his radial pulse. He was transferred to ICU and pneumothorax was diagnosed. Reporting physician sees the pneumothorax as a complication of CPR. At ICU donor received adrenaline, dopamine, mannitol, emagel, saline, and albumin. Donor is doing well. Reporting physician does not see any relationship of event to plasmapheresis procedure.